Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with myocardial infarction and percutaneous coronary intervention (pci) was performed. The 12mm x 2.25mm, 90% stenosed target lesion was a type b1, eccentric lesion, had a significant bent of <45 degrees and was located in the non tortuous, and mildly calcified mid circumflex artery. The lesion was treated with pre-dilatation followed by placement of a 2.25x28mm promus element¿ plus stent at 8 atmospheres. Following post dilatation, residual restenosis was 0% with timi flow 3. Three days post procedure, the patient was discharged. In (B)(6) 2013, isr occurred. Pci was performed to threat the event but the event was unchanged.